Event description:
Pt on smiths medical cozmo pump with cozmonitor. Blood glucose on meter at 2030 hr. In 2008 was 316 with correction bolus of 0.5 given. Child experienced hypoglycemic seizure at approx 2230. Bg at that time was 34. Glucagon given by parents. In emergency dept, bg by cozmonitor was read at 2346 to be 166; bg meter in ER was 56 off of same sample. Concern was that readings of 316 was erroneous which resulted in hypoglycemic seizure. Admitted: 2008. Dates of use: 2008.